Manufacturer narrative:
The device has been received for evaluation. Upon completion of baxter's investigation a follow up medwatch will be submitted. This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. (B)(4).

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with failure code 807:05 was confirmed during product evaluation in the pump's event history but not duplicated. The root cause could not be identified. There was no repair necessary to correct this condition. Additional information: a service history review revealed no previous service events were related to the reported condition. This device is a remediated colleague pump with a user interface module software version of 5.09.90. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This is a report of a colleague infusion pump with a failure code 807:05. The reported condition occurred during bio-med testing. There was no patient involvement, injury or medical intervention. No additional information is available. The software version is currently not known.